Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a tip detachment was identified. The physician began advancing the 2.25x12mm taxus express2 atom drug eluting stent over the wire, but the wire was 'sticky' with contrast. The stent delivery system (sds) was removed to wipe down the wire. When the sds was being put back on the wire, it wouldn't advance. The physician noticed the tip of the sds came off. The device did not enter the patient. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
(B)(4).